Event description:
It was reported the patient had effective therapy but also had high impedance values on their lead. As a result, the lead was replaced.

Manufacturer narrative:
Patient weight and date of event are estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.